Manufacturer narrative:
Review of manufacturing history records performed. Review of the lead manufacturing history records confirmed sterilization prior to distribution. The generator product information is currently unknown, so history records could not be reviewed.

Event description:
It was reported on (B)(4) 2013 that the patient had an infection at the generator site, which had been getting worse over the last week, so she was put on IV antibiotics. The patient's generator had been replaced recently on (B)(6) 2013. The patient indicated that her neurologist was aware of the infection. The surgeon¿s office reported on (B)(6) 2013 that the plan was to try to keep the device implanted by allowing for the antibiotics to work and to avoid device removal. The surgeon believes the infection at the generator site is related to cellulitis. No manipulation or trauma occurred that is believed to have caused/contributed to the infection. No other interventions were taken except for IV antibiotics. The patient responded well to the antibiotics, as it was reported on (B)(6) 2013 that it had resolved the cellulitis. Attempts for generator product information have been unsuccessful to date.

Manufacturer narrative:
Review of device history records. Review of the generator device history records confirmed sterilization prior to distribution.